Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the channel leaked due to perforation caused by endotherapy accessories and the distal end was detached due to physical stress. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported fibers were falling off from the channel of the videoscope during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Since an air leak occurred in the forceps channel, it was not possible to perform reprocessing normally, and a foreign body remained inside the forceps channel. However, it was not possible to determine the cause of the air leak in the forceps channel. Olympus will continue to monitor field performance for this device.